Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board and a damaged u612 inverting charge pump on the computer/analog pca. The root cause for the damaged resistor is the external defibrillations that were delivered to the patient while wearing the lifevest. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt trunk cable was severed and missing. Additionally, the cable connecting ecgs a and b to the front te was pulled from strain relief, the cable connecting ecgs c and d was pulled from strain relief, and the j702 and j703 connectors were pulled from the dn pca. The root cause for the missing trunk cable, strained cables and broken connectors was physical abuse. It was reported that ems cut the device from the patient during the event. Manufacture dates: monitor: 8/13/2015, electrode belt: 7/9/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. It was reported that the patient was at home and unconscious when the event began. CPR was initiated and the patient was taken via ambulance to the hospital by ems. Per review of the patient's download data, the patient was in an accelerated idioventricular rhythm at 105 bpm at 3:13:52 am which degraded to ventricular tachycardia (vt) at 150 bpm. The patient received a non-lifevest defibrillation 20 seconds into the detection sequence during vt. The patient's post-shock rhythm was also vt. The patient received a second non-lifevest defibrillation 15 seconds after the first non-lifevest defibrillation. The patient's post-shock rhythm was vt at 150 bpm self-converting to sinus tachycardia at 110 bpm. The patient's rhythm was sinus tachycardia at 110 bpm for 37 seconds before transitioning to vt at 150 bpm. The patient was in vt for 22 seconds before a third non-lifevest defibrillation was delivered. The lifevest typically requires 60 seconds of sustained vt before a treatment shock will be delivered. The post-shock rhythm of the third shock was sinus tachycardia at 110 to 130 bpm. The patient was last seen in a sinus rhythm at 90 bpm transitioning to atrial fibrillation (af) at 70 bpm with motion artifact at the time of device shutdown. The patient was in a life-sustaining rhythm at the time of device shutdown. The patient was last seen in a life-sustaining rhythm. The patient was not in the treatable arrhythmias long enough before the non-lifevest defibrillations were delivered.